Manufacturer narrative:
G3 - date received by manufacturer should have been aug 19, 2022, not jul 13, 2020, as reported in report follow-up number 1.

Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation.¿

Event description:
Related manufacturer reference number: 2017865-2022-19862. It was reported the patient presented in clinic for follow-up with the pacemaker eroding. During explant, it was noted there was strong resistance when removing the right ventricular and atrial leads from the device. The physician opted to cut the leads and finish the explant. No patient consequences were reported.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: (B)(4). It was reported that during explant procedure, failure to disconnect issue was observed on the right ventricular (rv) and right atrial (ra) leads. There was strong resistance when removing the leads from the device. The physician opted to cut the leads, and the remained leads were still attached to the device. No patient consequences were reported.